Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been (B)(4) other event for the lot referenced. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident psl ha cluster 54 mm; cat# 542-11-54f; lot# 79858l; c-taper cocr lfit head 36 mm/+10; cat# 06-3610; lot# w75pey; secur-fit max 132 hip stem #8; cat# 6051-0830s; lot# e529p3; 6.5 cancellous bone screw 25 mm; cat# 2030-6525-1; lot# 3d0y7yr. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Procedure: patient underwent a tha conversion from orif on (B)(6) 2016. Subject returned in 2017 with drainage and pain and underwent I&d with retention of all components on (B)(6) 2017. Drainage and pain persisted, so subject underwent 1st stage of a 2nd stage exchange on (B)(6) 2017. All components removed due to pji.